Manufacturer narrative:
Insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, completely cracked end cap and minor scratches on display window noted. (B)(4).

Event description:
Customer's mother reported via phone call that the device was broken and the wires were exposed. Customer's blood glucose was unknown. Side panel fell off. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.